Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system is stuck at 00:00. Upon remote analysis, the rse found that the flex vision pc was defective. To resolve the issue philips engineer recommended the customer to manually shutdown and start the pc. However, the issue reoccurred and it was found that flex vision pc was defective. The fse replaced flex vision. The operating system and application are installed on it. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system stuck at 0:00 during startup. The device was outside of clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.